Event description:
It was reported that the patient's symptoms of nausea had returned. It was noted that the device settings had changed and had gone back to reset. Reprogramming was conducted with success. However, loss of therapeutic effect again recurred on 2011 (B)(6). There was no known accident or incident related to these events. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review of the event found the neurostimulator had gone back to shipping parameters twice and a power-on-reset (por) condition occurred. The patient had been using a biofeedback machine for pelvic floor dysfunction and she noticed that sometimes her neurostimulator was on and sometimes it was off. It was suggested there was some form of interference. Additional information received reported the cause of the event was unknown. The device was reprogrammed and "it worked again". There was no patient injury.

Manufacturer narrative:
Lead model 435135, serial #(B)(4), implanted: 2010 (B)(6), explanted: unknown, lead model 435135, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown.